Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had the top part where the battery cap screws in is broken with a crack and also a crack next to the screen. The drive support cap was flushed. No harm requiring medical intervention was reported. The device will be returned for analysis.